Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 3mm and 5mm below the basal plane and moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty was performed with a 28mm non-medtronic balloon with no change in pvl. A second valve was implanted deeper at 10mm and 14mm and reduced the pvl to trace. No additional adverse patient effects were reported.